Event description:
It was reported that during a sleeve gastrectomy procedure, the device fired as intended on first firing with ecr60g reload. On the second firing of device on stomach, the device cut and staples formed on both sides of cut line for approximately 50 mm, but no staples were in tissue for approximately last 10 mm of staple line. The surgeon over sewed the tissue and continued using same device to complete the case without further incident. There were no patient consequences reported. Device will not be returned as discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.